Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 27 cm from the distal tip. The appearance of the catheter is consistent with a rupture during angiographic infection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter and this was not detected until delivery onyx. Results - catheter rupture.

Event description:
During onyx injection, it was reported onyx was not seen exiting the catheter's tip. The injection was stopped. The catheter was removed and onyx was noted exiting proximal to catheter's tip. No injury reported. Same event as MDR# 2029214-2009-00292.